Event description:
This is the second of two reports (similar product problem, same product ID, different patients). Linked to mfg report number: 2648988-2014-00059. Two out of five of the accudrains had the issue but these two patients had unusually had an extremely high protein load or red blood cell count in their cerebrospinal fluid (csf) and the customer noted that whichever manufacturer drain she used, blocking off was an increased risk due to the patient's pathology/ physiology. The small filter by the burette was blocking if there's extensive blood load or sediment within the drains. Both external ventricular drains (evd) were attached to the patient's as the cns was able to flush away the blockage. There was no report of patient harm. For this patient in this report, the evd was implanted for hemorrhage.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.